Manufacturer narrative:
(B)(4). Information regarding intervention taken on the behalf of the patient was requested however, it was not provided. The covidien service engineer (se) inspected the device and verified the malfunction. The se found a leak in the exhalation flow system. The se replaced the exhalation valve and performed extended self testing and all tests passed.

Event description:
It was reported that, during patient use a 980 ventilator was prematurely giving breaths that did not match the settings. The customer reported that there was no patient harm reported as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.